Event description:
Based on additional information received on (B)(4) 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. This case was cross referenced with(B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the nurse in the physician's office. This case concerns a male patient (age unspecified) who received treatment with synvisc one injection and after unknown latency the patient had effusion of the knee injected. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On an unknown date in (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number 7rsl021; indication and expiration date: not reported) in the right knee. On an unknown date in (B)(6) 2017, unknown latency of receiving the injection the patient had effusion of the knee injected. Patient had 100 plus cc's of fluid drained off the knee and went to the emergency room (ER). No further information provided. Corrective treatment: had 100 plus cc's of fluid drained off the knee outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: device malfunction: important medical event. Additional information was received on (B)(6) 2017 both processed together with the clock start date of (B)(6) 2017. This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event. The global ptc number with ptc result was added. Text amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated (B)(6) 2017: this case concerns a patient who received synvisc one injection from the recalled lot and later experienced effusion of knee. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the product cannot be excluded.